Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not make sure the transmitter was snapped into the sensor pod. Additionally, the patient did not wash and dry their hands prior to taking their fingerstick measurement for calibration. Lastly, the patient used multiple bg meters throughout the same sensor session. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of inaccurate cgm values could not be determined. A root cause could not be determined. Labeling indicates: make sure transmitter is snapped into sensor pod. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.